Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a meal while using the ilet for several days, with blood glucose reaching 287 mg/dl and remaining above target for an extended period; the user reported eating fried shrimp and french fries and announcing the meal more than usual, after which glucose rose and later leveled, and the user was advised that the system would increase insulin to bring glucose down gradually. Symptoms included elevated blood glucose without reported ketone testing, medical intervention, or backup therapy. Outcomes included no reported clinical injury or functional impairment. Investigation included complaint handling and user education on system behavior and postprandial glucose management. Investigation of this case revealed no device malfunction was identified and the device was reported to be delivering insulin with adequate reservoir volume. It was concluded that the event was consistent with hyperglycemia of unclear cause, potentially related to high-fat, high-carbohydrate meal dynamics and user interaction with meal announcements, with no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.